Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient went in for a refill and it was discovered the pump was flipped. They attempted to fill the pump under fluro and found the pump to be flipped. Regarding the pump flip it was not due to inadequate placement at implant. It was unknown if it was due to pump movement in the pocket, the patient weighed over 200 lbs. The day of the report the pump was surgically revised. Per the reporter the patient did not have any symptoms due to the pump being flipped. The patient recovered without permanent impairment. The pump was used to deliver gablofen.